Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm. The customer's blood glucose level was 343 mg/dl. Through troubleshooting it was found that the customer's cannula was bent. The call was disconnected and no further information was provided. The product was not returned for analysis.